Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ insulin syringes have a residue on them . There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Customer returned (10) 3/10cc, 8mm, 31g syringes in an open poly bag with the shelf carton from lot # 8043555. Customer states that the needles are bent and have some kind of residue on some of them. All returned syringes were examined and no bent cannula was observed. However, one sample exhibited a hard, clear piece of material on the surface of the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely adhesive. (B)(4) was initiated by the holdrege plant to address adhesive runover. A review of the device history record was completed for batch# 8043555. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200743399] noted that did not pertain to the complaint. Based on the samples/photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (adhesive on cannula). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (bent cannula). Probable root cause determined to be misalignment during application of adhesive on the needle lines. When this occurs, adhesive runover onto the hub or possible the cannula may occur. Additionally, adhesive may be inaccurately applied to the rubberized pull wheel on the line, which can additionally transfer adhesive to the cannula during routine use.

Event description:
It was reported that bd ultra-fine insulin syringes have a residue on them. There was no report of exposure, serious injury or medical intervention.